Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low results for cartridge chemistries (cc) generated by the unicel dxc 600i synchron access clinical systems. Two patient samples were tested during the night shift for multiple assays and obtained results were reported out of the lab. The original specimens were retested and repeated results were higher for all analytes. Corrected reports were issued. The customer believes results were corrected before the physician could see them. It is not believed that treatment was impacted based upon the false low results.

Manufacturer narrative:
(B)(4). Correction; after further evaluation, the suspect medical device was changed from list # 2k41-28, manufacturing site abbott labs abbott park, il to list # 3m74-02, manufacturing site (B)(4) registration # (B)(4). Evaluation: architect s/n (B)(4) generated discrepant troponin results (see investigation plan/summary). Architect s/n (B)(4) generated discrepant troponin results (see investigation plan/summary). An evaluation was performed in response to the customers complaint of troponin reproducibility issues on an architect (B)(4) analyzer. The evaluation consisted of a review of the complaint text, the graph showing the 8 troponin results, the instrument service history, and a review of current architect labeling. Based on the available information, the actual root cause for the questioned results being generated could not be determined. This occurrence has been documented, and we will continue to monitor further occurrences to determine if any corrective actions may be necessary.

Manufacturer narrative:
(B) (4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the architect troponin reagent has generated positive results repeatedly on two architect analyzer. The patient's ECG, "angio" and computed tomography (CT) results showed no signs of cardiac dysfunction. The account stated that due to the incorrect positive results, the patient was hospitalized. There was no further information provided.